Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 6" (15cm) appx 0.33ml, smallbore bifuse extension set w/2 microclave¿ clear, 3 clamps, rotating luer. The reporter stated that the microclave was found to be leaking noradrenaline from the screw thread on isolated devices. Testing on samples from the same batch by the customer found that the leaks were not repeatable. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint of leaks on item 011-mc3316 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 10985830 was reviewed and no non conformities were found that would have led to the reported complaint.